Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing (pptwos). Programming changes were made. It was then reported in a follow-up that the ICD exhibited a recurrence of pptwos. No additional intervention was performed. There were no patient consequences.